Event description:
A home pt (hp) contacted baxter's technical service center to report feeling full during the previous night's therapy and wanted to swap her homechoice machine. The last fill volume was 2000mls and the drain volume was 3965mls. A swap of the device was arranged by the technical service rep. Product surveillance contacted the peritoneal dialysis (pd) nurse who confirmed that the home pt (hp) felt full during the reported therapy. The nurse stated that she did not know where in therapy this occurred. The nurse stated hp was not on tidal therapy and did not bypass the initial drain phase or any low drain volume alarms during the initial drain phase. She stated that the initial drain alarm setting was not less than 70% of the last volume infused. Based on the pd nurse's answers the probable cause of this event was a false empty detect at the initial drain. The nurse stated that the hp has since received a replacement machine and has not had any difficulties since. The hp is doing well on therapy at this time.

Manufacturer narrative:
.